Manufacturer narrative:
This record has been created to capture a possible product problem related to the adverse event reported under MFR report # 0001831750-2017-00181. Please see MFR report # 0001831750-2017-00181 for details regarding the adverse event. Device unavailable for inspection.

Event description:
It was alleged that the fastener was involved in an ambulance accident. It was further alleged that the fastener bent, potentially allowing the cot to become disengaged from the fastener. No further details were given at this time.

Manufacturer narrative:
Supplemental submitted to include UDI. Device unavailable for inspection.

Event description:
It was alleged that the fastener was involved in an ambulance accident. It was further alleged that the fastener bent, potentially allowing the cot to become disengaged from the fastener. No further details were given at this time.